Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) is not printing full strip. Also, getting a battery due maintenance. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10 a getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed that the customer had the printer paper routed incorrectly which was causing the issue. So, in order to solve the issue, the fse removed the printer paper, installed it correctly, and the printed was then working to manufacturers specifications. The unit was then cleared for clinical use. The fse also stated that the battery maintenance message is just an indicator that the unit is due for it's 6 month preventive maintenance (pm), and that he was present to perform pm of the unit.

Event description:
N/a

Manufacturer narrative:
Updated data:b4,g3,g6,h2,h10,h11. Corrected data: b5.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) is not printing full strip. Also, getting a battery due maintenance. There was no patient involvement reported.